Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for no vacuum with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and no vacuum was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 100 occurrences of under fill during use. The following has been provided by the initial reporter: the tubes do not have vacuum and therefore did not fill.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 100 occurrences of under fill during use. The following has been provided by the initial reporter: the tubes do not have vacuum and therefore did not fill.